Manufacturer narrative:
The sodium electrode lot number was edy, the potassium electrode lot number was dyq, and the chloride electrode lot number was ebb. The electrode expiration dates were requested, but not provided. The field service engineer found there was no vacuum on a rinse nozzle. The cell rinse water levels were inconsistent. The rinse system was cleaned. The rinse tubing was adjusted and vacuum was working properly afterwards. The sipper flow path was cleaned. The sipper and ise probe adjustments were checked. Calibrations passed after conditioning. Precision studies passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant sodium electrode, potassium electrode, and chloride electrode results for one patient sample tested on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in the following values: sodium = 103 mmol/l. Potassium = 3.43 mmol/l. Chloride = 72.5 mmol/l. The customer did not believe the results were accurate, so the patient sample was repeated on a second analyzer. The repeat results from the sample were as follows: sodium = 131 mmol/l potassium = 4.41 mmol/l chloride = 93 mmol/l the repeat values were deemed correct.

Manufacturer narrative:
The sodium electrode expiration date was (B)(6) 2026. The potassium electrode expiration date was (B)(6) 2026. The chloride electrode expiration date was (B)(6) 2026. Calibration data was only provided for sodium. Multiple calibrations were performed on the day of the event. Calibration were successful, but showed a large amount of variation. The field service engineer returned and re-installed the rinse tubing vacuum line and replaced a valve block due to a crack. Another valve bank was replaced and a rinse water check valve was replaced. The rinse levels were adjusted. Calibration and controls were run. The investigation determined the service actions resolved the issue.